Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings on posterior/anterior side assessed as fold flaw opening. Additional observations: creases are observed. Yellow particles were observed on the shell. Nick is observed assessed as non-penetrating nick. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported right side ¿flowed from the inside was found via MRI.¿ device has been explanted and a capsulectomy was performed.

Event description:
Patient reported right side ¿flowed from the inside was found via MRI.¿ device has been explanted and a capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.